Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 33.3 mmol/l with symptoms of thirst, urination, nausea, vomiting, and unspecified ketones. The patient was admitted to an emergency room where they were treated with insulin via the pump. The patient had discontinued pump therapy at the time of the call. The reporter noted that when the patient removed the cartridge from the pump, it was found to be wet and smelled like insulin. The reporter stated that the cartridge had been leaking. The reporter reviewed the patient¿s technique with a customer technical support representative and found that the patient was not properly cycling the cartridge. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.

Manufacturer narrative:
Follow-up #1 device evaluation: the cartridge has been evaluated by product analysis on 03/28/2017 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.